Event description:
It was reported that the patient presented in the ER for device change-out due to normal eri. Externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was capped and replaced.